Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 1 day.  A correlation between the device and the reported event could not be conclusively determined through this evaluation. The low flow alarms could not be confirmed as no log file was submitted for evaluation. The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced post-operative bleeding and was given 3 units of red blood cell. 2 more units were given the same evening due to 2 low flow alarms. There were no anticoagulants at the time of event. The site of bleeding was unknown. It was reported that the bleeding resolved on (B)(6) 2017. No additional information was provided. Additional information was requested, but was not provided.